Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. Customer did not know how much insulin was inserted into the cartridge. Customer added more insulin to resolve the issue. Customer's blood glucose was 63 mg/dl.